Event description:
The customer reported 12-lead ECG signal loss during monitoring. There was no patient impact.

Manufacturer narrative:
The customer reported a 12-lead ECG signal loss during monitoring. There was no patient impact. The unit was evaluated by philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.